Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) potassium. The sample initially resulted as 7.65 mmol/l and this result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 4.42 mmol/l. The 4.42 mmol/l repeat value was reported outside of the laboratory and was considered to be correct. The patient was not adversely affected. The ise potassium electrode lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He checked the gear pump pressure, adjusted the rinse levels, and replaced the pump diaphragms as a preventive measure. The customer ran a precision study for the ise and this passed.

Manufacturer narrative:
A specific root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.